Manufacturer narrative:
(B)(4).

Event description:
The physician used an integrity bare metal stent. The device was removed from packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The target lesion in the proximal lm/lad had moderate calcification and 80% plus stenosis. Resistance was not encountered when advancing the device. It was reported that the balloon burst on the first inflation at 11 atm during stent deployment. The device was not moved or repositioned in the lesion prior to the burst. Contrast and air went down the lad and the patient proceeded to code. Patient was saved and is doing ok.

Manufacturer narrative:
Additional information: the target lesion was in the ostial lad. Lesion was pre-dilated twice before the integrity stent was then passed through to the lesion site. The stent was re-positioned multiple times to cover the ostium and not into the lm. It was reported that the balloon burst suddenly. Evaluation summary: balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated . A radial burst site was located on the distal cone. The balloon material at the burst site was jagged and uneven. The inner membrane and tip were bent which appeared to exacerbate the burst site. Image review: a review of the images returned confirmed that the lesion was calcified. The degree of calcification appeared to contribute to the balloon burst. The balloon burst was captured by the returned images. Air could then be seen entering the balloon following the balloon burst. The device was then removed from the patient and the stent remained in the lad. (B)(4).